Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as disease progression resulting in aortic neck dilatation, reverse funnel, and severe angulated aortic neck. It was reported that the CT demonstrated that graft had migrated distally resulting in a type I endoleak. At the time of migration, the aortic neck was reverse funnel shaped, 36 mm to 32 mm in diameter. The physician is monitoring the pt. No additional clinical sequelae were reported, and the pt is fine. Films were received and their interpretation has been completed by a consultant physician. The stent graft that has migrated into the aneurysm sac. The neck measures 26 mm at the level of the lowest renal artery. The neck is extremely angulated and reversed funnel in shape. The neck just after the angle dilates to 32 mm. The overall neck length taking into account tortuosity is about 21 mm. There is a large type I endoleak. The aneurysm measures 54x48 mm. There is excellent distal fixation of the stent graft. There is not enough room to place a new bifurcated endograft. Placement of aortic cuffs would be inadequate fix in the angulated neck.

Manufacturer narrative:
Other, pending secondary intervention. Results of eval: (endoleak, graft migration). Conclusion: (disease progression resulting in aortic neck dilatation, reverse funnel, and severe angulated aortic neck.).